Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrence, failure of mesh, mesh migration, seroma, adhesions, inflammation, foreign body giant cell reaction, and fibrosis. Post-operative patient treatment included mesh removal surgery and hernia repair with mesh.